Manufacturer narrative:
Investigation summary: the affected device was received for evaluation. No abnormalities related to the reported event were confirmed on the product's appearance. Functional testing was performed, and the customer's indicated failure of the power turning off immediately, even when the power switch was turned on, was confirmed. The root cause was the failure of the main pcb inside the main unit. As a result, the main pcb and ac power switch were replaced. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
B3: date of event and d5: operator of device are unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the power switch turns off immediately. The event occurred before patient use.